Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right atrial (ra) lead triggered a lead safety switch (lss) due to pacing impedances of greater than 2000 ohms. Due to the unipolar programming associated with the lss, noise and oversensing was seen. The lead was programmed back to bipolar. There were no adverse patient effects reported. The system remains in service.